Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that the temperature issue occurred after battery leakage. It was noted that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the black box showed evidence of battery alarms and unexplained power on reset events on the complaint date. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump intermittently powered up with a test battery cap. The test battery cap was unable to fully tighten. Unrelated to the original complaint, the battery compartment was cracked in the thread area, and the battery compartment threads were damaged. Evidence of moisture contamination was found inside the battery compartment. The pump electrical current draws were within specifications. The leak test showed a leak at the battery compartment crack. The pump case was removed to find no evidence of additional moisture inside the pump. The power flex/power components were inspected with no defects were found. A battery was not returned with the pump. No evidence of pump overheating was duplicated during investigation. The "intermittent power" condition was due to battery cap/compartment damage and moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.